Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After all screws were placed, the surgeons needed to reduce the rod into the screw head when the surgeon noticed the head had broken off of the screw shank. They left the shaft of the screw in the patient; with no plans to remove; and the broken head is being returned.

Manufacturer narrative:
Additional information: (B)(4). The single innie 7 x 45 mm polyaxial screw (product code: 1797-12-745, lot number: aldbt6) was returned to the customer quality unit (cqu) on february 22nd, 2017. The screw was fractured at its neck. The shank of the screw was not returned and is listed as having been left in the patient. The screw was subsequently submitted for fracture analysis. Optical image of the fractured surface show that it exhibits two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. This implies that the fracture initiated near one edge of the shank, then propagated through the center before full failure/breakage at a rough region at the opposite end, presumably when the strength of the remaining region was insufficient to bear the load. The image reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. No material defects or other abnormalities were observed in this analysis. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a potential root cause may be fatigue failure due to high forces being exerted on the screw over a period of time, resulting in the fracture once the strength of the remaining region could no long withstand the applied load. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.